Event description:
No additional information

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Physical samples are required to further analyze and determine roto cause. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Patient problem code: f26 ¿ no health consequences or impact device problem code: a180104 - device contamination with chemical or other material.

Event description:
Currently, we have asked staff to not use any devices that appear to have any liquid in the syringe. Please could you confirm whether it is normal for there to be some liquid in these devises as the below description suggests? Received email from customer and (B)(6), not clear if both products have been reported. I am also emailing emea productcomplaints the whole email trail from the customer as there seems to be 2 products affected, I have been unable to contact the customer by phone for clarification on the complaint. I understand (B)(6) as reported the 50ml syringe but the customer is also referring to a 10ml as well on the (B)(6) 2023. Per customer response (B)(6) 2023: could you please provide a date of event? 15th november 2023. Could you please provide contamination status? Appeared to be a clear/sticky solution in multiple syringes as per photographs please confirm the number of products affected. Multiple ¿ numerous wards had stock effected has there been any patient impact (serious injury, medical intervention, change of treatment required)? Not that we are aware of, other than delay to find syringe to administer medication initially we would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: unsure if any samples taken from ward areas as I left work at 16.00 and returned today unused (before use) used (during or after use) important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. If it is not possible to return the physical sample, can you provide detailed photographs of the affected product?